Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After successfully deploying the closure device, the patient's blood pressure began to decrease and a pericardial effusion was noted on the transesophageal echogram (tee). At this time, a pericardiocentesis was performed. Approximately two hours later, another tee revealed the effusion had resolved. No other complications or adverse patient events were reported. Patient is in good condition and the device remains in service.